Event description:
Navilyst medical was notified of this event by a team doing a clinical study on the bioflo PICC at the hospital - proof study (protocol # (B)(4), clinical trials identifier # (B)(4)). Pt admitted to hospital on (B)(6) 2014 with the complaint of pleural effusion. PICC was placed on (B)(6) 2014. Pt's right-sided pleural effusion was initially treated with chest tube placement on (B)(6) 2014 and a thoracentesis with removal of 225 ml of clear, straw colored fluid on (B)(6) 2014. Subject went into respiratory failure therefore, a CT chest was performed on (B)(6) 2014. Thoracic surgery consult reviewed CT chest and recommended vats with decortication instead of a second chest tube. Right ats with decortication performed on (B)(6) 2014. PICC was removed on (B)(6) 2014. The pt's doctor and the clinical study physicians are in agreement that neither the PICC placement nor performance of the device were related to the adverse event.

Manufacturer narrative:
The device from the reported event has been returned to navilyst medical, however, the investigation is ongoing. Upon completion of the investigation, a supplemental medwatch will be submitted.